Manufacturer narrative:
Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID #(B)(4).

Event description:
The hospital reported that post use of an endoscopic vein harvesting procedure using hemopro2 extension cable, while trying to disconnect the cable, this came apart because it would not release. No patient adverse events were reported.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 14apr2021. An investigation was conducted on 02jun2021. It was observed that the connector end that was attached to the handle of the harvesting tool, had a break in the cable below the connector without detachment. One end of the connectors on the cable was found to be pulled. There is also a break observed on the bottom of the collar. Signs of clinical use and no evidence of blood was observed. A visual inspection was conducted. It showed that the connector end that was attached to the handle of the device, had a break in the cable. The other connector end was observed to be intact, no visual defects were observed. Based on the returned condition of the device, the reported failure "break; cord" was confirmed.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that post use of an endoscopic vein harvesting procedure using hemopro2 extension cable, while trying to disconnect the cable, this came apart because it would not release. No patient adverse events were reported.